Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: out of the body sometime not sure/one was missing") in a 32-year-old female patient who had essure (batch no. 619619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included drospirenone + ethinylestradiol (ocella) since (B)(6) 2012 and metronidazole (metrogel). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, the first episode of vision blurred ("blurred vision"), headache ("headaches/migraines / headaches"), rash ("rash"), alopecia ("hair loss"), weight increased ("weight gain"), menopausal symptoms ("hormonal changes describe: perimenopause"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder or urinary problems or changes"), abdominal distension ("belly bloating"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge,") and the second episode of vision blurred ("vision/eye problems type: blurred vision"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, weight increased, menopausal symptoms, vaginal haemorrhage, menorrhagia, hypersensitivity, bladder disorder, abdominal distension, migraine, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge and the last episode of vision blurred outcome was unknown and the headache, rash and alopecia had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menopausal symptoms, menorrhagia, migraine, rash, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of vision blurred and the second episode of vision blurred to be related to essure. The reporter commented: she claimed that essure worsened her previously existing injury/condition. She did not have complications from essure removal procedure. Content of the communications- one was missing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: lot number added. Hormonal changes describe: perimenopause, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, rashes or skin conditions type: rashes by eyes and chin, bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: out of the body sometime not sure, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: blurred vision, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: belly bloating, hair loss. Historical, concomitant condition and relevant lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: out of the body sometime not sure/one was missing") and device expulsion ("expulsion of essure device") in a 32-year-old female patient who had essure (batch no. 619619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included polycystic ovarian syndrome, muscle weakness lower limb, asthma and chronic cough. Concomitant products included drospirenone + ethinylestradiol (ocella) since (B)(6) 2012 and metronidazole (metrogel). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), vision blurred ("blurred vision"), headache ("headaches/migraines / headaches"), rash ("rash"), alopecia ("hair loss"), weight increased ("weight gain"), menopausal symptoms ("hormonal changes describe: perimenopause"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder or urinary problems or changes"), abdominal distension ("belly bloating"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge,"), mood swings ("mood swings"), neck pain ("neck pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy (full),surgery (other) type of surgery: vaginal cuff repair). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device expulsion, weight increased, menopausal symptoms, vaginal haemorrhage, menorrhagia, hypersensitivity, bladder disorder, abdominal distension, migraine, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, mood swings and back pain outcome was unknown, the vision blurred, headache, rash and alopecia had resolved and the neck pain had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, bladder disorder, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menopausal symptoms, menorrhagia, migraine, mood swings, neck pain, rash, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she claimed that essure worsened her previously existing injury/condition. She did not have complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: out of the body sometime not sure/one was missing"), device expulsion ("expulsion of essure device") and vaginal cuff dehiscence ("vaginal cuff repair") in a 32-year-old female patient who had essure (batch no. 619619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for an unreported indication: yazmin. Concurrent conditions included polycystic ovarian syndrome, muscle weakness lower limb, asthma and chronic cough. Concomitant products included drospirenone;ethinylestradiol (ocella) since (B)(6) 2012 and metronidazole (metrogel). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), 2 years 5 months after insertion of essure. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal discharge ("vaginal discharge,"). On (B)(6) 2012, the patient experienced menopausal symptoms ("hormonal changes describe: perimenopause"). On (B)(6) 2015, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction") and allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced vision blurred ("blurred vision"), alopecia ("hair loss") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), headache ("headaches/migraines / headaches"), rash ("rash /allergic or hypersensitivity reaction type; rash on face/ rashes or skin conditions type: rashes by eyes and chin."), bladder disorder ("bladder or urinary problems or changes"), abdominal distension ("belly bloating"), dyspareunia ("dyspareunia (painful sexual intercourse),"), mood swings ("mood swings"), neck pain ("neck pain"), back pain ("back pain"), fatigue ("fatigue"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), coital bleeding ("post coital bleeding"), urinary tract disorder ("urinary problem changes") and vaginal cuff dehiscence (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),surgery (other) type of surgery: vaginal cuff repair, hysterectomy with bilateral salpingectomy and vaginal cuff repair). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device expulsion, weight increased, menopausal symptoms, vaginal haemorrhage, menorrhagia, hypersensitivity, bladder disorder, abdominal distension, migraine, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, mood swings, back pain, fatigue, bacterial vaginosis, urinary tract disorder and vaginal cuff dehiscence outcome was unknown, the vision blurred, headache, rash and alopecia had resolved and the neck pain had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, bacterial vaginosis, bladder disorder, coital bleeding, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menopausal symptoms, menorrhagia, migraine, mood swings, neck pain, rash, urinary tract disorder, vaginal cuff dehiscence, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she claimed that essure worsened her previously existing injury/condition. She did not have complications from essure removal procedure. Current weight: (B)(6) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events:fatigue, post coital bleeding, infection (bladder/urinary tract/vaginal) type: bacterial vaginosis , urinary tract disorder were added.medical history , historical drug were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: out of the body sometime not sure/one was missing") and device expulsion ("expulsion of essure device") in a 32-year-old female patient who had essure (batch no. 619619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included polycystic ovarian syndrome, muscle weakness lower limb, asthma and chronic cough. Concomitant products included drospirenone + ethinylestradiol (ocella) since (B)(6) 2012 and metronidazole (metrogel). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), vision blurred ("blurred vision"), headache ("headaches/migraines / headaches"), rash ("rash"), alopecia ("hair loss"), weight increased ("weight gain"), menopausal symptoms ("hormonal changes describe: perimenopause"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder or urinary problems or changes"), abdominal distension ("belly bloating"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge,"), mood swings ("mood swings"), neck pain ("neck pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy (full),surgery (other) type of surgery: vaginal cuff repair). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device expulsion, weight increased, menopausal symptoms, vaginal haemorrhage, menorrhagia, hypersensitivity, bladder disorder, abdominal distension, migraine, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, mood swings and back pain outcome was unknown, the vision blurred, headache, rash and alopecia had resolved and the neck pain had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, back pain, bladder disorder, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menopausal symptoms, menorrhagia, migraine, mood swings, neck pain, rash, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she claimed that essure worsened her previously existing injury/condition. She did not have complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) -2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs+mr: new events: mood swings, back pain, neck pain were added. Reporter, concomitant disease added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.